Manufacturer narrative:
Manufacturer's investigation concluded the probable cause of this event is undeterminable.

Event description:
A guideliner catheter was used during a left main artery pci to facilitate the placement of angioplasty devices. The physician encountered difficulty while removing the guideliner from the left main artery. Upon removal of the device, the physician noticed that pieces of the yellow polymer coating were separating from the guideliner shaft. No patient impact was reported as a result of this event.